Event description:
A customer reported that the intraocular pressure control (iop) was turned off during surgery and the iop control was unable to be used. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).